Event description:
The explanted generator and lead were received for analysis. The returned product form indicated that the reason for explant was due to lead discontinuity. It was reported that the lead discontinuity was suspected due to the observed low impedance and prophylactic generator replacement was performed. The low impedance was seen in the operating room. The impedance with the new generator and lead was within normal limits. No trauma or patient manipulation occurred that may have caused or contributed to the lead discontinuity. Analysis of the generator was completed on 10/08/2014. Results of diagnostic testing indicated the device was operating properly. Electrical testing showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on 10/09/2014. Results of the investigation revealed that inner tubing openings where bare coils were touching were observed. This condition could have potentially contributed to the reported event. Note that since the anchor tether and portions of the (+) white and (-) green electrode quadfilar coils were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient had a lead fracture so he was referred for surgery. The patient recently underwent generator replacement surgery due to eos on (B)(6) 2014. Additional information was received stating that the patient had low impedance. No programming history was available for the recently implanted pulse generator so a search of the recently explanted generator was performed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. An implant card was received stating that the patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.